Manufacturer narrative:
The failure investigation has been completed and the alleged cgm error issue was verified. Additionally, the alleged wake button issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Additionally, it was reported that the wake button was sticking. Customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer.